Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the ER for a kidney infection that lead to diabetic ketoacidosis. The patient's blood glucose at the time of incident was in the 300 mg/dl range. The customer was treated with an insulin drip for 5 days; she was also given tylenol and sometimes morphine and antibiotics. No troubleshooting occurred and no products were returned or replaced.